Event description:
It was reported that the sterile water leaked from the foley catheter during pretest and use was discouraged. Per follow up information received via ibc on 05may2025, stated that during use, there was patient involvement. Per investigator's notification received on 27oct2025, it was reported that there was a balloon mushroomed found in the foley catheter during sample evaluation.

Manufacturer narrative:
Initial reporter full facility name provided is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the foley catheter during pretest and use was discouraged. Per follow up information received via ibc on 05may2025, stated that during use, there was patient involvement. Per investigator's notification received on 27oct2025, it was reported that there was a balloon mushroomed found in the foley catheter during sample evaluation.

Manufacturer narrative:
The reported event was confirmed cause unknown. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley temp sensing catheter with cut portion of inlet tubing 119314 and manufacturing lot number ngjx4588. The sample will be tested for "balloon mushroom". Visual inspection of the sample confirmed that the balloon was mushroomed. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.